Event description:
The customer reports the left monitor went blank during procedure. The tech was able to complete case by using left right swap to display images on right monitor. No pt harm reported.

Manufacturer narrative:
The service rep replaced the left monitor, and verified the system imaging. System functioning as intended.